Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was found during the testing that could have contributed to the ua12 error message. The probable root cause of the reported complaint was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the autopulse platform archive was performed, and it revealed two ua12 (lifeband not present) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive showed multiple ua45 (not at "home" position after power-on/restart) error messages to have occurred around the customer's reported event date, unrelated to the reported complaint. Based on the archive data files, the ua45 error was cleared by the customer. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to a ua45 error message displayed upon powering up the platform, unrelated to the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. During functional testing, the reported ua12 error message could not be replicated. During device evaluation, the lifeband clip detect switch inspection was performed and verified that the belt clip switch lever was able to close and was accurately in a parallel position to the belt clip switch case. No device malfunction was found that could have contributed to the customer's reported complaint of ua12 error message, and therefore, the reported complaint could not be confirmed through the functional testing. Following service, the autopulse platform passed all testing criteria.

Event description:
During patient use, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message. Manual CPR was performed to finish the call. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.